Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and sometimes required multiple attempts to activate the screen. Additionally, the button had become detached and its outer casing was cracked. There was no adverse impact to the customer¿s blood glucose level. The customer declined further follow-up with technical support and is currently out of warranty while in the process of renewal.